Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
Section: h3, h6: the device was returned for evaluation. A visual inspection was conducted and confirmed that the journey ii cr lkg fem imp bumper lt is fractured into two pieces. Both pieces were returned. The device shows signs of significant wear and use. The contribution of the device to the reported event could not be corroborated. A medical investigation was conducted and confirms it was reported during a tka, a journey ii cr lkg fem imp bumper lt cracked in have while impacting the femur. Based on the information provided, the procedure was completed with the same device, without any delay. No patient harm was reported. Therefore, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, a journey ii cr lkg fem imp bumper left cracked in half while impacting femur. Surgery was completed with the same device, without any delay. Patient was not harmed.

Manufacturer narrative:
(B)(4).